Manufacturer narrative:
Cheang, m. Y., manning, n., churilov, l., mitchell, p., dowling, r., <(>&<)> yan, b. (2014). Recanalisation success is associated with good clinical outcome despite advanced age and stroke severity in patients treated with the solitaire stentriever. Journal of clinical neuroscience, 21(3), 401-405. Doi:10.1016/j.jocn.2013.05.005. The solitaire fr devices will not be returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00409. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire thrombectomy. The purpose of this article was to present the outcomes of patients who underwent endovascular treatment by stentriever of large artery occlusion. The authors retrospectively studied 60 patients with acute ischemic stroke who were treated with the solitaire stentriever. The patients' mean age was 64.13 years; 68.3% of the patients were male. The article states that 17 patients died within 30 days of solitaire intervention. An additional 2 patients had died as of 3-months. Overall, 19 patients died.